Event description:
New information received notes that the patient expired, but it was unknown whether the patient's death was caused or contributed to by the implanted system or implant procedure.

Event description:
It was reported that the patient presented for ventricular tachycardia (vt) ablation procedure. Following the procedure, it was observed that the patient's leadless pacemaker (lp) experienced an unexpected software reset. Pacing parameters were programmed to address the issue. The patient was noted to be unstable due to preexisting conditions.